Manufacturer narrative:
Additional information was received that the valve leaflet would not close due to tissue growth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated event date and date of death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death: the date of (B)(6) 2019 was estimated. The date of death was asked but unknown when the death occurred. All that is known is that it occurred after implant on (B)(6) 2019 and on or before the notified date of (B)(6) 2019. The estimated date of death was not entered. Date of event: the date of (B)(6) 2019 was estimated and entered. It was asked but unknown when the event occurred. All that is known is that it occurred after implant on (B)(6) 2019 and on or before the notified date of (B)(6) 2019. Explanted date: the date of (B)(6) 2019 was estimated and entered. It was asked but unknown when the explant occurred. All that is known is that it occurred after implant on (B)(6) 2019 and on or before the notified date of (B)(6) 2019. The product analysis: the product has been requested but has not been returned; therefore, no product analysis can be performed. The valve was sent to the facilities pathology department. Histopathologic examination was planned.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was unknown. The valve was explanted following the death, and "there was something like white tissue formed from the bottom edge of the skirt inner to the vicinity of the leaflet, and the valve did not close". The valve was sent to pathology.